Event description:
Medtronic received information that during the implant (via direct aortic root) of this transcatheter bioprosthetic valve, a valve in valve procedure on a failed carpentier edwards 21 perimount was successfully implanted. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)